Event description:
After insertion of guide wire of hcs, surgeon found the drill bit breakage.

Event description:
It was reported that the breakage of the drill bit was found by the surgeon. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed macroscopic and microscopic investigations could identify the burr as a part from a titanium implant. The colored surface on some areas of the metal part showed that this burr came off from an implant. A review of the DHR has been requested. Conclusion we have to assume that the implant touched another metallic part (maybe a screw) during surgery. A review of the DHR has been requested. Currently, we are unable to determine the exact cause of this reported problem and the complaint condition is due to an unknown cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the manufacturing document review was not possible because we could not find the manufacturing data.